Event description:
It was reported that error 87 and 150 occurred before the procedure. The laser was not used. There were no patient complications. The procedure was aborted due to the malfunctioning laser. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.